Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: a portion of the guide wire remains in the patient anatomy. Device issue: guide wire separation. It was reported that during the percutaneous coronary intervention (pci) procedure, it was observed that the bmw universal guide wire was separated into two pieces distally. This occurred inside the patient, and a portion of the separated guide wire remained in the patient after the procedure. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the core. The core was separated, 1.4 cm distal to the proximal solder. The distal end of the guide wire including the tipball, shaping ribbon and tip coils were not returned. The material at the separation were jagged. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.